Event description:
The deep brain stimulator was off for the last few days. This caused the patient's neck and back to twist/turn in a way which lead to a lot of back pain. The patient's symptoms when the stimulator was off seemed to have worsened since implant. There was no known accident or incident related to the complaint. It was also reported that the patient programmer was not working. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Event description:
Per the clinic, the patient experienced facial nerve stimulation and pain when using the device. The results of a CT scan indicate the device is not in the cochlea. Explant and reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4)